Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize the external battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral external battery assembly was returned to resmed for an extensive engineering investigation. Performance testing confirmed that the external battery was not recognized by the device and there was no power output from the external battery. Visual inspection found that the dc cable on the external battery was damaged. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to a damaged dc connector assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize the external battery. There was no patient injury reported as a result of this incident.